Event description:
Consumer complaint of high blood glucose results. Last four blood tests performed read "hi". No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).